Event description:
A caller reported experiencing a cartridge alarm issue with their insulin pump over the past few days. There was no adverse impact on the customer's blood glucose level as it did not exceed the concerning threshold. Tandem technical support confirmed the problem and decided to replace the customer's pump with a model containing updated software. The customer acknowledged the instructions for putting the old pump into storage mode and returning it via a prepaid return box within ten days. The replacement pump was sent without requiring a signature upon delivery. The caller did not have backup insulin therapy available and planned to consult with their healthcare provider.